Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service codes) was confirmed. Upon investigation the monitor failed an incoming pulse test. The cause for the failure was isolated to the c19 capacitor and t3 transformer on the defibrillator pca. The pad was lifted off the board, causing the faults. The root cause for the defective c19 capacitor and t3 transformer could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.